Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of a 48.5mm abdominal aortic aneurysm. It was reported during the index procedure, when attempting to insert the limb (etlw1624c124ej), an attempt was made to insert the wire into the wire lumen, however, the passage was poor and it was difficult to insert the wire. The device was removed and an attempt to push it through with some force was completed but when it was inserted into the body there was a sense of discomfort in its behaviour, so it was determined that it might be dangerous to deploy it. When an attempt was made to insert the wire during re-insertion, it could not be inserted at all (although it could pass through the water); the insertion was abandoned and another non mdt device was used. The procedure was completed with no endoleaks noted. Per the physician the cause was both device and anatomy related. It was determined that the difficulty in passing from the beginning was highly likely a defect, but the cia also had tortuosity of about 90°, so it might have kinked further after insertion and removal. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. A kink was visible on the graft cover at the end of the stent stop. Slight bunching was visible along the graft cover. A 0.035-inch guidewire was loaded via the taper tip and advanced; a blockage was observed at the kink site at the end of the stent stop. The graft was deployed with no deformation evident to the graft. A kink was evident to the spiral shaft underneath the stent stop cup. Deformation was visible to the cup. The cup was cut back, deformation and separation of the spiral was observed. The reported insertion difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.